Event description:
Clinic notes were received which indicated that the patient's diagnoses as ventricular tachycardia with a pacemaker. The relationship of the ventricular tachycardia to vns is unknown. Attempts to obtain additional information will be made, but no additional information has been received to date.